Event description:
The report rec'd from the study indicated that approx eleven mos after the index procedure, the pt experienced increasing shortness of breath. Coronary angiography was done and revealed a late thrombosis (lt), in-stent (isr) and peri-stent restenosis of a previously implanted cypher select plus 3.0 x 23 mm stent. The isr was reported to be proximal and a 90% diffusely diseased lesion. The event was treated by implantation of an add'l cypher select plus 3.0 x 18 mm stent. The other cypher select plus 3.5 x 33 mm stent implanted during the index procedure was patent.

Manufacturer narrative:
The indication for the index procedure was stable angina/ECG stress test. The pt was found to have one-vessel disease and had two lesions treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was not provided. A radial approach was used. Lesion #1: the target lesion was the mid/distal right coronary artery (rca). The lesion was reported to be: de novo, 3.7 mm vessel diameter, 30 mm length, a 70% stenosis, irregular, moderately tortuous proximal segment, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 14 atm. A cypher select plus 3.5 x 33 mm stent was implanted at 20 atm. The stent was not post dilated. The residual stenosis was 0%. The timi flows were not provided. A satisfactory result was obtained. Lesion #2: the target lesion was the postero-lateral branch. The lesion was reported to be: de novo, 3.2 mm vessel diameter, 20 mm length, a 70% stenosis, irregular, a moderately tortuous proximal segment, angulated (=>45 degree and <90 degree), and type b1. The lesion was pre-dilated with a 2.5 x 14 mm balloon at 14 atm. A cypher select plus 3.0 x 23 mm stent was implanted at 22 atm. The stent was not post-dilated. The residual stenosis was 0%. The timi flows were not provided. A satisfactory result was obtained. The pt was discharged the day of the procedure. The pt was asymptomatic and was continuing his medical regimen at the one and six-month follow-ups. At the twelve-month follow-up, the pt was experiencing angina. Please note that device is distributed outside the united states, however, it is similar to the united states product. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.